Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reaw1718 showed no other similar product complaint(s) from this lot number. Device not yet received.

Event description:
It was reported that (B)(6) year-old patient underwent catheter placement in orthopedics department v on (B)(6) 2018 to treat distal osteosarcoma in the right radius. Head nurse inserted a 7617405 catheter from the left basilic vein under the guidance of ultrasound using the seldinger technique. The placement went smoothly, with 39 cm of the catheter placed in the body and another 4 cm exposed externally. The tip was located at the 3rd rib of the anterior rib. The catheter was maintained once every 7 days through the venous access in ward. On (B)(6) 2019, the department removed the catheter inserted in the left upper limb according to the surgeon's advice. No resistance was felt during the removal. After removal, 15.5 cm of the front end of the catheter was found missing, reported to head nurse immediately. The fractured part was withdrawn by surgeon of the intervention department in the local anesthesia. The patient's vital signs were normal and discharged.